Event description:
Hose ruptured during a procedure. There was noreported effect on the patient, however several members of the or staff reported pain and other hearing hearing related conditions. They also reported the uint had been repaired by their facility prior to this event; extent and type of repairs are unknown.

Manufacturer narrative:
Unauthorized modifications by facility will be evaluated if/when unit is returned. The damage to the hose is indicative of the return airflow having been restricted. This occlusion of the hose will cause it to rupture.